Event description:
The patient experienced a shocking or jolting sensation since implant. The patient complained before and has been reprogrammed. It was noted that he never received the therapy he had during the trial. The patient was previously programmed to 9 hertz. The rate was increased to 60 hertz today and the patient was extremely happy after the session. Different electrodes were used. Programming in the past did not give the patient therapy benefit. The therapy issue was resolved by reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).